Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the tlc55 firing knob blocked so that the device did not cut and did not staple. This happened with a 2nd device also of the same lot. A tx60 device was used to complete the case. The pt also received some suturing by hand. There was no further consequence to the pt.